Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the atrial lead had chronically low impedance and triggered an impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.